Event description:
Received info stating customer received multiple temperature alarms. Reportedly, the customer was in an air-conditioned home and the pump was in her pocket. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for eval; however, the eval is not yet complete. A supplemental report will be submitted upon completion of the eval.